Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen and blank display. The customer reported a blood glucose value of 500 mg/dl. The customer reported no consequences or impact to the patient, hyperglycemia which did not require treatment. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. The customer reported a frozen display. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. The customer reported high bgs. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. The customer will discontinue the use of the device. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display and frozen screen were noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on 30-mar-2024 at 18:54:00.000. Pump alarmed a replace battery alert on 31-mar-2024 04:25:00.000. Pump alarmed a replace battery alarm now on 31-mar-2024 at 04:56:00.000. The three previously mentioned battery alerts were expected. Pump alarmed a power loss alarm on 31-mar-2024 at 12:12:03.000 and was unexpected. Pump delivered 219 bolus deliveries on the event date of 01-apr-2024 at 00:03:01.000 to 23:58:20.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. Unexpected battery power loss alarm was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.